Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a cryoablation atrial fibrillation procedure a polarxfit catheter and polarsheath were selected for use. Patient was prepped in usual fashion. Femoral venous access, transseptal puncture, and left atrial access were obtained. The transeptal sheath was exchanged for a polarsheath. The polarxfit was inserted, and an st elevation was observed in inferior leads. Procedure was temporarily paused while st elevation subsided. The procedure was completed with no residual effect. The patient is expected to fully recover. The device is not expected to return due to disposal.